Event description:
It was reported that the device caused a perforation in the uterus during a laparoscopic bilateral salpingo-oopherectomy. The doctor converted to an open procedure to complete the case. The device will be returned for analysis.